Event description:
Per the clinic, although the device was providing clinical benefit, the patient was unable to tolerate the head wrap required for the MRI procedure. Subsequently, the device was explanted under general anesthesia on (B)(6) 2026 due to the need for frequent MRI procedures related to the patient's underlying medical condition. The prophylactic IV antibiotics was administered intraoperatively and the patient was reimplanted with another cochlear device during the same surgery.